Event description:
It was reported that patient was complaining of a thumping or pounding in their chest only when standing. The patient had brief admission for ongoing dizziness and medication management that we thought fixed his issues. On (B)(6) 2023, they stated that the issue was continuing for longer periods of time while standing. Their fixed speed was lowered to 5100 and low speed was lowered to 4900. The patient was planned to come back on (B)(6) 2023 for a follow up. The log review noted mostly pulsatility index events. Additional information stated that clinicians lowered patients speed and it subsided substantially. The issue resolved for most part; the medical team will continue to monitor. The patient was feeling better, and the lower speed had helped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thumping / pounding in the patient's chest could not be could not be confirmed through this evaluation. A specific cause for the abnormal feeling, as well as a direct correlation to heartmate 3 (left ventricular assist system) could not be conclusively determined through this evaluation. The issue reportedly subsided substantially upon lowering the patient's pump speed. The controller event log file contained information from (B)(6) 2023 that primarily consisted of pulsatility index (pi) events. No notable events or alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The instructions for use states that a pre-programmed artificially induced pulse is intermittently generated, changing pump speed. The ¿low speed limit¿ for the device is the lowest speed at which it allowed to operate. This document also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. The heartmate 3 left ventricular assist system patient handbook says to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Additionally, several sections of the instructions for use and patient handbook warn to not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.